Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a gastroscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, one ligation kit was initially used; however, the elastic bands failed to deploy. The device was removed and replaced with a second kit, which also presented the same issue. A third ligation kit from a different batch was then utilized, and the procedure was successfully completed without any complications. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a gastroscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, one ligation kit was initially used; however, the elastic bands failed to deploy. The device was removed and replaced with a second kit, which also presented the same issue. A third ligation kit from a different batch was then utilized, and the procedure was successfully completed without any complications. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The reported event of bands failure to deploy was confirmed based on the analysis performed on the returned device. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Visual inspection of the returned device revealed that the slack was not taken up and there was no evidence that the trip wire was secured to the post, and the ligator housing was returned in its plastic. These findings indicate that the device was used in a manner inconsistent with the instructions for use (IFU), which specify to take up slack by pulling the proximal end of the trip wire and securing it in the slot on the handle unit. Failure to follow these steps can affect the functionality of the handle and prevent proper band deployment. The device history record confirmed that the device met manufacturing specifications prior to distribution, and no manufacturing deviations were identified. Therefore, based on the compiled information and lack of evidence of product defects, the most probable root cause assigned is failure to follow instructions.